Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), consumer, and a device manufacturer representative (rep) regarding a patient who was receiving 15000 mcg/ml fentanyl at 6605 mcg/day and 40 mg/ml bupivacaine at 17.614 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient went to the clinic on (B)(6) 2016 for a refill and told the hcp he was getting an 8476 code on his personal therapy manager (ptm). Additionally, it was noted the patient's pump started alarming on (B)(6) 2016 and sounded like a "european ambulance", which was noted to be consistent with the pump alarms. The event date was noted to be (B)(6) 2016. The pump was then interrogated with logs and the logs showed multiple motor stalls and recoveries. The motor stalls occurred on (B)(6) 2016 and the last motor stall on that day had not recovered. Emi and magnetic interaction with the pump was denied. On an unknown date the patient was told he could not be refilled and that he had to see a surgeon for replacement. The patient was given oral medication to deal with any symptoms of withdrawal, however the device manufacturer representative (rep) was unaware if the patient had any withdrawal symptoms. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was noted the pump was replaced on (B)(6) 2016, however it was also reported that the pump was replaced on (B)(6) 2016. The issue was noted to be resolved. The patient was noted to be "alive - no injury". No symptoms were reported.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver fentanyl (15000 mcg/ml at 93 mcg/day) and bupivacaine (40 mg/ml at 0.248 mg/day). Analysis of the pump found gear train anomalies of stall due to shaft wear and corrosion, wear, or lubrication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2016-dec-12 stating that the device had ¿shipped last (B)(6).¿ additional information was received on 2016-dec-08 from the rep. The device was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.